Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the primary surgery with tna. The surgery was completed successfully without any surgical delay. After surgery, the wound area was infected. The two screws around the infected area were removed, and a new screw was inserted into another screw hole. The revision surgery was completed successfully without any surgical delay. According to the surgeon, this infection was unlikely to be caused by the implants.

Event description:
Additional information received states that the reason for removal/ revision surgery was due to infection around the wound area.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.045.038s, lot number: 12022p6, it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 03-apr-2024, manufacturing site: jabil grenchen, expiry date:01-mar-2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.